Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion. The problem occurred during delivery. The event happened at micu department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: b3, b5, d10 b3: event date should be (B)(6) 2021. B5: event description: it was reported that a spectrum pump was repeatedly alarming for upstream occlusion while pumping the drug precedex at 4.38 cc/hr. The problem occurred during delivery. The event happened at micu department. There was no report of patient injury or medical intervention associated with this event. No additional information is available. D10: concomitant product was ni and null value ni. Should be precedex and 11/22/2021 additional information h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing while running a set on the pump, a false upstream occlusion alarm did not occur. Evaluation requested upstream occlusion testing from the flow line which resulted with acceptable occlusion times at specific pressure ranges. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No correction required. Should additional relevant information become available, a supplemental report will be submitted. The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation the device does not alarm when an upstream occlusion was present. The cause of the condition was determined to be a failed processor board. The processor board requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.